Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the m. Blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve is operating within the accepted tolerance in the horizontal but not in the vertical position. Results: finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on the results of our investigation, we can identify an accelerated drainage at the valve in the vertical position. We suspect that the deposits found inside the valve led to the functional impairment. Deposits caused by substances naturally present in the csf, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of protein can compromise the integrity of the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue (#fx802t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system was believed to be operated in overdrainage and is not adjustable in the pressure ranges. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 90 cm. Weight: (B)(6). Gender: female.